Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two years post port placement, it was revealed that the catheter allegedly had a break. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the catheter fracture and the identified wear and kinking issue, as a circumferential split was noted approximately 2.3 cm from the distal end of the cath-lock. Additionally, a longitudinal split 5.0 cm from the distal end of the cath-lock. Both edges of the circumferential split were jagged and rounded, with residue noted in and around the break. The edges of the longitudinal split appeared smooth and jagged. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3 h11: h6 (result and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.see h10.

Event description:
It was reported that approximately two years post port placement, it was revealed that the catheter allegedly had a break. There was no reported patient injury.